Manufacturer narrative:
The proximal pressure error alarm showed up while performing a checkout and performance test and run in. There was no patient involvement. The customer found one of the pins on the flow sensor assembly bent and not correctly inserted into the board mounted on top. The customer straightened the pin and remounted the board, and this corrected the proximal pressure issue. The unit passed the performance verification test and is back in service.

Event description:
The customer reported someone had been working on the replacement of the gas delivery system and now they are getting an intermittent proximal pressure sensor alarm. The remote service engineer advised the customer to check pin alignment and if that is ok then the unit may have a faulty data acquisition (da) board or solenoids 3 and 4.